Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime/a33 test due to faulty fsr (gold). Pump passed the displacement test, rewind test and basic occlusion test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test.

Event description:
Customer stated he keeps getting a motor error when he does a bolus. Customer states the drive support cap is fine. Customer was able to complete the pump rewind. Product is expected to return.